Event description:
The event is reported as: complaint alleges: the clips fell out of the applier during prep. No clips fell into the pt. There was no consequence for the pt.

Manufacturer narrative:
No sample is available for investigation. Investigation is incomplete. A follow-up report will be sent when investigation is completed.